Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified and 95% stenotic lesion in the middle portion of a tortuous lad coronary artery, the express 2 monorail balloon would not inflate and extrusion of dye into the vessel was noted. It is also noted that despite predilatation of the lesion, resistance was met with insertion and removal of the express 2 monorail balloon catheter. The patient was asymptomatic during this event. The stent was removed and replaced with another stent to successfully complete the procedure. A 6f introducer sheath (type unknown), a 0.014" guidewire (type unknown), a 6f guide catheter (type unknown) and an encore inflation device were also used in this case. Patient status is reported to be doing "well".